Manufacturer narrative:
(B)(4). Investigation results: a flexiva ID 200 laser fiber was returned kinked and broken in two pieces. The first piece measured approximately 83.0 cm from the top of the connector to the break. The second piece measured approximately 180.9 cm from the break to the distal tip. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification revealed that the fiber tip was cracked but fully intact and measured approximately 3.5 mm. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 console.   According to the complainant, during preparation, it was noted that the laser body broke upon removal from the package. The procedure was completed with another flexiva ID 200 laser fiber.   There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip was cracked but fully intact.